Event description:
The customer reported a ventilator's air leak detection was unstable. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Philips remote service engineer (rse) reported that the engineer checked and found that the data acquisition (da) board was broken. The customer rejected the philips quote to repair the device. It was reported that the customer found another channel to repair the ventilator and put the device back to normal.